Event description:
The customer reported that while in patient use the ventilator showed problem with excel diff press transducers which cannot be calibrated and is out of range. No patient harm.

Manufacturer narrative:
The carefusion failure analysis engineer evaluated the main pcba, installed in known good unit, powered on in service mode entered event log, notice multiple xdcr fault events recorded. Perform xdcr calibration on pt802 failed per service manual. Powered on with received settings and reported problem was duplicated at power up with xdcr fault alarming on top banner. Findings/root-cause: reported problem was duplicated and isolated to bad transducer.

Manufacturer narrative:
(B)(4). The carefusion failure analysis tech will evaluate the alleged failed part if it is returned to the manufacturer.